Manufacturer narrative:
(B)(4)

Event description:
A sensor (lot number 5208426) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The reported event of a detached sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh on (B)(6) 2016. Labelling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided. The reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. Labelling indicates: do not remove the transmitter while the sensor pod is still attached to the body.